Event description:
It was reported that the patella was dislocated so the surgeon revised.

Manufacturer narrative:
Other devices listed in this report:cat. No.: 6485-3-115, mrs fem stem w/0 body 15x127mm, lot code: tec305h.cat. No.: 6481-2-120, mrh axle, lot code: lzuth.cat. No.: 6495-6-050, gmrs extension piece 50mm, lot code: lacyn.cat. No.: 6481-3-216, mrhk tib ins 16mm xs/s s1/s2, lot code: lac54.cat. No.: 6481-3-111, mrh tibial b/plt keel sml 2, lot code: sbj8p.at this time, it cannot be determined if these devices may have caused or contributed to the patient's experience. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patella was dislocated so the surgeon revised.

Manufacturer narrative:
An event regarding dislocation of the anatomic patella involving an mrh tibial rotating component was reported. There is no evidence or allegation that the reported mrh tibial rotating component contributed to the event of dislocation of the anatomic patella. Based on the limited information provided, the product reported in this investigation did not contribute to the ...